Event description:
It was reported by the patient¿s legal guardian that, approximately in (B)(6) 2025, the patient experienced skin irritation at the infusion site on the leg after an unspecified duration of pod wear. The specific event date was not provided; therefore, the event date provided in this report is approximate. According to the report, the patient experienced pain at the infusion site, prompting pod removal. Upon pod removal, it was observed that the site exhibited swelling and bruising. The legal guardian treated the site at home with medigel and a zinc ointment, and a new pod was placed at a different site. The irritated site did not improve after approximately 3-4 days, prompting them to seek medical attention at the emergency room of st. Marienkrankenhaus. Besides the initial symptoms of pain, swelling, and bruising, it was reported that the infusion site had developed redness. A healthcare professional prescribed a cortisone ointment, and the legal guardian reported that the site healed with this treatment after approximately four weeks. The medical visit lasted approximately 2-3 hours. No specific diagnosis was reported. The pod involved is no longer available for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.